Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the procedure name? Laparoscopic partial nephrectomy robot assisted. Did the clips not hold on to the suture? No they did not ¿ they kept sliding off. Was there any adverse patient consequence? No, we just opened multiple clips and appliers to find some that would work.

Event description:
It was reported that the patient underwent a laparoscopic partial nephrectomy robotic assisted procedure on (B)(6) 2016 and the suture clips were used to secure a suture. During the procedure, the suture clips did not hold and kept sliding off. Another like suture clips were used to complete the procedure. There were no patient consequences reported.